Event description:
A malfunction code, malf 0, was reported, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, helped the customer with the process, and confirmed that the malfunction code did not reoccur after resetting. The customer was instructed to continue using the pump and to call back if the issue recurs. The customer acknowledged and understood these instructions.